Manufacturer narrative:
D3, g1: additional email: (B)(6).

Event description:
It was reported that during holmium laser enucleation of the prostate procedure the moses failed to fire because the 45-degree mirror burned. The procedure was continued using transurethral resection of the prostate (turp) but only half of the prostate was treated. The other half will be treated when the console is available. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
D3/g1: additional email: (B)(6).

Event description:
It was reported that during holmium laser enucleation of the prostate procedure the moses failed to fire because the 45-degree mirror burned. The procedure was continued using transurethral resection of the prostate (turp) but only half of the prostate was treated. The other half will be treated when the console is available. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.